Manufacturer narrative:
No diagnostic/functional testing was performed at the philips authorized repair facility. The customer was informed that due to the device being worked on and modified/repaired outside the philips factory/repair bench, no further evaluation will be performed. Philips healthcare does not support 3rd party modification/repair of the mx40. The product malfunction was unable to be confirmed, because the device was opened and modified/repaired outside the philips factory/repair bench, so the device was returned to the customer unrepaired.

Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping indicating that there was a speaker malfunction. It is unknown if sound was present or not at time of the event. The device was in use on a patient at the time of the event. There was no adverse event reported.